Manufacturer narrative:
A follow up report will be filed, when information becomes available.

Event description:
It was reported that the system 2600 would not fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.